Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "the patient needs to be implanted with an intravenous catheter for administration, check that the packaging of the peripheral cannulation central venous catheter is complete, and within the validity period, after opening the package, it is found that there is a hair-like foreign body in the package, replace the new catheter, and complete the operation." No other information was provided.